Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise. The noise was suspected to have been caused by a conductor fracture or insulation damage but the cause was not investigated at the time of the revision. The noise was oversensed by the pacemaker but did not lead to any pacing inhibition or asystole as this patient is not pacemaker dependent. Additionally, increased thresholds were observed, and a lead safety switch was triggered for low out of range pacing impedances less than 200 ohms. This rv lead is no longer in service. No additional adverse patient effects were reported.